Event description:
Follow up information identified the physician did not utilize electrocautery during the surgery to implant the ipg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient¿s ipg will not communicate with the clinician programmer. Multiple troubleshooting attempts were made but to no avail. Manufacturer representative confirmed the issue. Next course of action is unknown at this time. Device information is unknown at this time.